Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a lesion (90 percent stenosis degree) in a severely tortuous part of the proximal rca. The lesion was pre-dilated several times with different nc balloons. The complaint instrument was introduced into the patients body but could not cross the lesion due to the characteristics of the artery. The complaint instrument was withdrawn. The stent was found deformed.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the stent is severely deformed at its distal section, i.e., the stent is kinked, and several stent struts are bent. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the bent struts were initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent complies with the specification. The balloon is well folded and shows no signs of inflation, but dried contrast medium residue was observed in the balloon- and inflation lumen, indicating the application of negative pressure. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Based on the conducted investigations, no manufacturing or material related root cause was determined. Considering the physicians description, the most probable root cause for the complaint event is related to the patients anatomy (i.e., calcified, and tortuous target lesion). It should be noted that the corresponding IFU advises the user to not apply negative pressure to the stent system at any time prior to the placement of the stent across the target lesion.